Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03047, 0001825034-2020-03048, and 0001825034-2020-03049. Concomitant medical devices: unknown agc bearing, catalog#: ni, lot#: ni. Unknown agc femoral, catalog#: ni, lot#: ni. Unknown agc tibial tray, catalog#: ni, lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were provided and reviewed by a health care professional. Review found left total knee arthroplasty with possible polyethylene wear of the lateral compartment. Heterotopic ossification involving the suprapatellar bursa with calcified loose bodies posteriorly within the joint space. Osteopenia. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision approximately 22 years post implantation due to unknown reasons. No revision has been reported to date. Attempts have been made and no further information has been provided.